Manufacturer narrative:
Imdrf device code a15 captures the reportable event of clip failed to release from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the esophagus during a endoscopic submucosal dissection (esd) performed on (B)(6) 2023. During the procedure, the clip was able to grasp and lock the tissue; however, the clip could not be deployed. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the esophagus during a endoscopic submucosal dissection (esd) performed on (B)(6) 2023. During the procedure, the clip was able to grasp and lock the tissue; however, the clip could not be deployed. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip failed to release from the catheter. Block h10: investigation results: the returned resolution clip device was analyzed, and a visual evaluation noted that the device was returned without the clip assembly and the device had evidence of premature deployment. The device was returned without the over-sheath. Microscopic examination was performed, and it was found that the bushing had hit marks. The yoke was returned attached to the control wire. Dimensional analysis was also performed between the hooks of the bushing and both sides were noted to be within specification. No other problems with the device were noted. The reported event of clip could not be deployed was not confirmed. Investigation found that the bushing had hit marks, this is likely due to the interaction between the yoke and the capsule, in order to deploy the clip. Regarding the yoke was returned attached to the control wire, this could be due to operational factors during the procedure such as trying to open the clip once it was already activated. The device was returned without the clip assembly and it is important to mention that the presence of this component is very important to the investigation in order to analyze any failure that could contribute with the problem faced by the physician. Additionally, it is important to take in consideration that during the product analysis, the dimensions between the hooks of the bushing were measured, and they were within specification, excluding the possibility that the device components dimensions interfered with the device performance. Therefore, the most probable root cause for this complaint is no problem detected.